Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a problem with their machine for over 2 weeks. Patient stated the machine wasn't working and when they finally got it working it usually shocks them in their crotch area but it was shocking them way up in their rear end. Patient also stated they were still having a lot of leakage. Agent reviewed stimulation expectations with the patient and redirected the patient to their healthcare provider (hcp) to further address the issue. Patient mentioned they were seeing their doctor next week.